Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose level. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer reported that she had symptoms such as feeling high, not feeling well, excessive thirst, urination and lethargic. The customer¿s current blood glucose level was 251 mg/dl. The customer reported her blood glucose was up to 600 mg/dl and she got it down to 164 mg/dl, ate a piece of homemade bread and did a manual bolus and was still down at 167 mg/dl and now she was going to bed and she was back at 600 mg/dl. The insulin pump will not be returned for analysis.